Manufacturer narrative:
Based on the current information provided, the root causes of the customer reported failure mode and intra-operative complication cannot be determined. The site has not returned the tip-up fenestrated grasper instrument involved with this incident. If additional information is received, a follow-up MDR will be submitted. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The system was tested and verified as ready for use. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse). Per the tse, investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered as a reportable event due to the following conclusion: during a da vinci-assisted pulmonary lobectomy surgical procedure the tip-up fenestrated grasper instrument broke between the jaws and the shaft. Lung tissue was caught in the between the broken area of the instrument's jaws and the shaft. As a result, the surgeon applied a medical sealant as a precaution to prevent air leaks. In addition, the csr indicated that the surgeon used cautery to address bleeding from the torn lung tissue. At this time, the causes of the customer reported failure mode and intra-operative complication are unknown. Refer to medwatch report (MDR) with patient identifier # (B)(6) for information regarding the 2nd tip-up fenestrated grasper instrument involved with the reported event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure the tip-up fenestrated grasper instrument broke between the jaws and the shaft. Before the instrument was observed to be physically broken, the initial reporter indicated that the instrument appeared to be loose. At the time the event occurred, lung tissue was reportedly caught on the instrument which started to bleed. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon stated that while he was using the tip-up fenestrated grasper instrument on the lung parenchyma, he moved the instrument and then noticed that the lung tissue was snagged in the interface between the jaws and the shaft of the instrument. The surgeon used another tip-up fenestrated grasper instrument to release the lung tissue. There was no damage or significant bleeding. The surgeon used a medical sealant as a precautionary measure to prevent an air leak. The surgeon stated that using a sealant is a common surgical practice for this procedure, especially on all the staple lines. The isi clinical sales representative (csr) who was present during the procedure stated that when the tissue tore, there was some bleeding and the surgeon had to address the bleeding with cautery. However, the surgeon said he did not recall having to use cautery to address the bleeding. The surgeon swapped to a backup tip-up fenestrated grasper instrument, and that instrument also broke at the jaws. The surgeon confirmed there was no tissue snagged with this instrument. According to the robotics coordinator at the site, the tip of the instrument was stuck at a 90 degree angle, and hence it was difficult to remove the instrument. As a result, the instrument was removed with the trocar. The surgeon was frustrated with the issues he encountered with both tip-up fenestrated grasper instruments and decided to convert the procedure to an open surgical procedure as a result. The patient is reported to be recovering well with no issues.